Manufacturer narrative:
(B)(4).

Event description:
The customer reported a 50 cc clear fluid leak from the mixing chamber module on the coulter coulter lh 500 hematology analyzer and onto the counter top. The leak was not contained. The fluids that may be associated with this incident are blood, controls, diluent and/or clenz. All of the operators were wearing personal protective equipment (ppe) consisting of a glasses, eye protection, and gloves when the leak was discovered. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The does have a risk management / exposure control plan is in place and the customer reviewed the msds. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. No discrepant results were generated and no failure mode was identified which has the potential to cause discrepant results for the differential parameters. The customer replaced the tubing through pv 49 with telephone assistance from the field service engineer (fse). The cause of the leak is the tubing through the pv 49.